Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient underwent a debridement of the implant site on (B)(6) 2013, due to recurrent infection. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.